Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient is not doing very well. The patient was placed on (B)(4) extracorporeal membrane oxygenation (ECMO). The ECMO was due to cannulation at bedside and via groin, an overall need was for rvad. At the time of pump implant, the lv was noted to be small. The volume was given to the patient and the patient left the operation room with speed at 8000 rpm's. The speed was then increased to 9200-9400 and diuresed. Thereafter, the patient clinical status deteriorated, and respiratory issues were present. The pump is currently set at 8400 rpm with ECMO.